Manufacturer narrative:
Unit was returned for evaluation. The unit in question is within all manufacturers' specifications, the alleged incident reported could not be duplicated.

Manufacturer narrative:
The unit has not been returned for evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
On (B)(6) 2019, when the father of the patient filled over to the stroller, the liberator's qdv valve did not shut down by itself but it leaks heavily from it when the stroller was removed. The liberator emptied completely. They had opened the window and closed the door of the room where the liberator was standing. They have had lox liberator for four weeks back and the parents had received instructions on the operation on two repeated occasions. The father said that they have been careful to wipe the qdv valves on both the liberator and the stroller before filling. There was no injury to the patient.